Event description:
The reporter stated that during an endoscopic neurosurgical procedure, the device broke while being pulled out. The reporter stated that the tip broke at 6.5 cm length. No additional information is available at this time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.